Event description:
This rv lead was implanted on (B)(6) 1999 and was explanted on (B)(6) 2018 due to infection with sepsis issue. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).